Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drills were returned for evaluation. On visual inspection, the drills were noted to have a transverse fractures through the flutes near the neck. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For this part (01-7144) and the previous one year (from the notification date) regarding the drill fracturing, there is a complaint rate of 0.24%, which is no greater than the occurrence listed in the application fmea. This is the only complaint in regards to the drill fracturing for 46-1007 lot 327137. The most likely underlying cause of the complaint is the drills experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported two drill bits fractured while drilling into the lower jaw using a trocar. No adverse events have been reported as a result of the malfunction.